Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ippc and geo ipc did not power on, fse recycled all the power as a temporary action. Upon checking with the customer, quote for replacement service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.